Manufacturer narrative:
Our evaluation found no problems with the returned product. The reported results were not able to be duplicated. Unit passed all functional testing. There were no manufacturing or material defects that would have contributed to the reported results.

Event description:
During a surgical procedure, it was reported that while using the device, the generator would not function properly. As a result, the procedure had to be aborted and rescheduled.